Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was observed. Intraocular lens (iol) returned positioned incorrectly in the iol case. Solution is dried on the iol. One haptic is broken/torn and not returned, the other haptic is broken/torn and is returned. The optic is torn/split-cut dividing the optic in two with a segment of the optic missing. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. A video was provided. The lens was removed from the case with forceps. The trailing haptic was doubled over at the gusset area, possibly damaged. The lens was then partially inserted in the loading area of a company iii (d) cartridge. There appeared to be viscoelastic at the loading area. The trailing haptic was still doubled over at the gusset area. The lens was removed from the cartridge and reinserted. There was difficulty properly placing the trailing haptic. It was repositioned several times. The haptic was possibly damaged at the gusset area. The video cuts to the cartridge loaded into a company IV handpiece. The lens was rapidly advanced to the nozzle entry area. The trailing haptic was visible mispositioned, extended back along the right side of the plunger, possible already broken. The plunger was advanced halfway over the top of the optic. This was clearly visible before the cartridge tip was placed into the incision and the lens advanced into the eye. After the lens was delivered, the broken trailing haptic was retained in the cartridge tip, pinned by the plunger. The optic was cracked where the plunger had been advanced over the top of the lens. The root cause for the broken haptic was related to a plunger override. The root cause for the plunger override may be related to a failure to follow the instructions for use (IFU). It is unknown if a qualified viscoelastic was used. Based on review of the provided video there was difficulty properly placing the trailing haptic. The trailing haptic was repositioned several times. The lens was advanced to the nozzle entry area. The cartridge was loaded into a company IV handpiece. The lens was advanced to end of the cartridge tip with no dwell. The plunger was visible advanced over the top of the optic. The trailing haptic was positioned on top of the plunger. As the lens was advanced, the plunger continued to override the optic. The trailing haptic was broken by the plunger due to the override. The optic was also cracked from the plunger override. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ophthalmic viscosurgical device (ovd)-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the intraocular lens implant (iol) procedure, the lens haptic broken after implantation into the patients eye. The iol had been replaced with another lens. Additional information has been requested. Additional information has been received and stated that, the patient experienced severe corneal edema and posterior corneal rent. The broken lens was removed with great difficult during the same surgery.